Manufacturer narrative:
Zimvie did not receive one (1) xifnt3210 (osseotite® tapered certain® implant 3.25 x 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2019102465. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019102465 for similar events and no other complaint was identified. The customer did submit an x-ray image for the reported fracture. Based on the investigation and risk management file review as per rm-00053-haz rev 14, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The customer provided an x-ray image of the reported implant fracture. The reported event has been confirmed. Infection is a non-verifiable event. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #7 was removed as it was fractured & was infected. Implant body fracture at apical third of implant #7 noted on x-ray after patient complaining of swelling and infection, most likely manufacturing defect due to fracture location. Implant body 2/3 coronal removed by general dentist. Apical fracture piece removed. Had to quickly remove to prevent infection spread to adjacent implants 6 and 8. Symptoms as a result of the event: abscess, edema, inflammation, pain & swelling.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. H6: additional h6- patient codes: 4755: swelling/edema, 1932: inflammation.